Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded. The complaint of a bend in the stylet was confirmed but the cause is unknown. A photograph of a 3cg stylet was returned for evaluation. A severe kink was noted in the plastic tubing section of the stylet. The exact root cause of the bend in the wire could not be determined from the returned photo. Microscopic examination, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include extending the stylet past the end of the catheter and/or a difficult catheter placement. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "stylet looks bent close to the tip." No other information was provided.

Event description:
It was reported "stylet looks bent close to the tip." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp4373 showed no other similar product complaint(s) from this lot number.